Event description:
A confirmed pump motor stall with a motor stall recovery was reported. The patient experienced withdrawal. The pump was replaced. As far as the reporter knew, the patient did well. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).